Event description:
Tibial loosening was reported for pt with a total knee implant. It was reported that the pt had a mild metal allergy. Revision surgery occurred.

Manufacturer narrative:
Tibial loosening was reported for pt with a total knee implant. It was reported that the pt had a mild metal allergy. Revision surgery occurred. Review of the device history record indicates that the device was manufactured to specification.